Event description:
It was reported via repair work order that the jack electric lift pump would stay on after releasing pump pedals due to missing return spring, which resulted in the jack being stuck in the highest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.